Event description:
It was reported the battery compartment was broken. There was unknown patient involvement.

Manufacturer narrative:
B3 is unknown. E1: (B)(6). One device was received for evaluation. Visual test found damaged dso seal, damaged battery compartment, and scratched lens. The customer problem was duplicated. The dso seal, battery compartment, and lcd lens were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.